Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the dat test at 0.08695 inches. Unit received with cracked case at the display window corners, display window and battery tube threads. Unit received with minor scratched display window and case.

Event description:
Customer reported via phone call to have been hospitalized. Customer declined troubleshooting and to give hospitalization information and just wanted insulin pump to be replaced. Customer's blood glucose was not reported. Insulin pump would be replaced.